Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock. Upon review, it was noted low amplitude and oversensing. Technical services were consulted, possible electrode fracture was suspected to be the cause. Troubleshooting options were recommended including to assess an x-ray. At this time, this s-ICD system remains in use and no additional adverse patient effects have been reported.